Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient responded to a voucher survey reporting that she has lost count on how many times she has ¿gone to the hospital and nearly died thanks to dexcom¿s negligence¿. The patient was also wearing a tandem insulin pump. No other patient or event details were reported, including how the cgm was behaving during this event, patient symptoms, treatment details, or length of hospitalization. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.